Manufacturer narrative:
The product was not available to return.

Event description:
The user facility reported there was debris inside the peel pack found prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported there was debris inside the peel pack found prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: product is not available.